Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner wear/breakage post-op. Patient underwent a total hip replacement on (B)(6) 2020. About 1.5 years later, the patient felt uncomfortable and went to the hospital for examination. Examination results showed that the liner was fractured (liner: artlx 48, unk code and unk lot). Revision surgery was performed on (B)(6) 2022. The liner were removed during the revision surgery and found that the liner had worn and fractured. A new liner were implanted to complete the revision. The patient was in stable condition now. Doi: (B)(6) 2020; dor: (B)(6) 2022; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photos were reviewed, and the allegation can be confirmed depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.